Event description:
There was an allegation of questionable elecsys ca 19-9 results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 38.0 u/ml. The sample was repeated twice and the results were 16.7 u/ml and 17.9 u/ml. The questionable result was not reported outside of the laboratory as it did not match the patient's clinical diagnosis.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration was last performed on (B)(6) 2025. The alarm trace showed four sample clot detection alarms on the day of the event. The investigation is ongoing.

Manufacturer narrative:
Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.